Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation described as "uncontrollable itching". The patient reportedly reached out to his physician. Follow-up indicated that the patient was directed to end use of the lifevest due to an allergic reaction.